Event description:
Patient reported, left side capsular contracture, baker grade IV. And exchange from textured to smooth implants, due to the patient's concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, white calcification in shell (95%). The leak test did not identify openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patient's concerns with the product. Device has been explanted.